Event description:
The trident trial windows were not readable as the black coating had been completely rubbed off. No further info has been provided.

Manufacturer narrative:
Eval of the device cannot be performed as the device was discarded and was not returned to the MFR. The specific catalog number and lot code for the reported device was not provided. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.